Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 200-498 mg/dl with moderate to high ketone levels. Manual insulin injections were used to address elevated bg. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy.